Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of no external power alarms was able to be confirmed. The mobile power unit (mpu) (serial number: (B)(4) was not returned for analysis; however, a log file was submitted for review. A review of the submitted log files showed events spanning approximately 46 days (21dec2022 ¿ 06feb2023 per timestamp). No external power alarms coincident with a loss of ac power were intermittently active on (B)(6) 2023 from 08:54:15 ¿ 08:54:53. The backup battery was able to provide power to the system during the event. The alarms cleared once power was restored. There were no other notable alarms active in the logfile. Pump operation was not affected, and the device appeared to function as intended. The root cause of the reported event was stated to have been caused by the user accidentally unplugging the power cord from the outlet. The device history records were reviewed for the mpu (serial number: (B)(4) and was found to pass all manufacturing and qa specifications before being shipped to the customer. Heartmate ii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate ii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including no external power alarms. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the log files captured power cable disconnect, low power hazard, and no external power on (B)(6) 2023 at 0854. These events were caused by power to the mobile power unit (mpu) briefly interrupted. The patient pulled the mpu cord out of the outlet by accident which caused the loss of power. The mpu reportedly had a v-lock connector on the ac power cord.